Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not received.

Event description:
It was reported that ipg revision surgery was undertaken on (B)(6) 2022, what was done and the reason for the revision is unknown.